Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states the patient tested 4.0 inr on the coaguchek test system and 3.0 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 400a-i12, exp 02/29/2008, cat/3116247.